Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail was smashed against a wall causing damage to the latching system. The account replaced the side rail latching system to resolve the issue.